Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient has a suspected allergy and is experiencing a rash and burn at the ipg site. The patient was provided with a cream by the physician to treat the rash and burn and if the cream is not applied the rash and burn will return. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating the cream is improving the rash site.